Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 27ga 3/4in needle experienced the needle point penetrated through the shield. The following information was provided by the initial reporter: the needle was incorrectly manufactured and stuck an employee in the finger, as the needle was bent 90 degrees and protruded from the protective cap.

Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material 302200 and lot number 190620. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the affected product was found to have a defective cannula component, which was crossing through the needle shield. Taking into account the provided feedback and images, we believe that this defect was most likely produced in the last step of the assembly process, when the shield is introduced to the needle product. Due to some insufficient adjustment in the assembly machine, the shield was incorrectly positioned and therefore, the cannula was bent through the shield.

Event description:
It was reported that the bd 27ga 3/4in needle experienced the needle point penetrated through the shield. The following information was provided by the initial reporter: the needle was incorrectly manufactured and stuck an employee in the finger, as the needle was bent 90 degrees and protruded from the protective cap.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: an additional phone # was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 27ga 3/4in needle experienced the needle point penetrated through the shield. The following information was provided by the initial reporter: the needle was incorrectly manufactured and stuck an employee in the finger, as the needle was bent 90 degrees and protruded from the protective cap.